Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: during breast augmentation case, the left implant was placed but was damaged during suturing.

Event description:
Healthcare professional reported "during breast augmentation case, the left implant was placed but was damaged during suturing." The damage to device during suturing is not considered related to the device. Device has been explanted.